Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately calcified, moderately tortuous, de novo mid right coronary artery a 1.5 x 8 mm nc balloon was used for pre-dilatation. A 3.0 x 23 mm xience v stent was implanted, however, a distal edge dissection was noted. A 3.0 x 12 mm xience v stent was used to treat the dissection without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.